Event description:
In 12/2003, the pt reportedly developed a seroma at the implant site when external headpiece was placed. The pt discontinued use of the external headpiece for some time and seroma was resolved without medical intervention. When external headpiece was again placed on the pt, seroma returned. Allergic reaction has been ruled out by the surgeon. In 01/2004, the surgeon reportedly lanced the seroma and recommended that the pt discontinue use of external headpiece for several months.